Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the reducer accessory involved with this event and the failure analysis testing was completed. The accessory was returned as an associated return. The part was returned with a reported complaint that does not affect functionality. The reducer was returned with a force bipolar. The reducer was unable to be removed due to a broken main tube on the distal end. No damage to the accessory was observed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the force bipolar instrument had shifted causing the alignment to be off and visibly broken. The reducer was stuck on the shaft of the instrument. The customer stated that the issue was not caused by user error as no dropping or collision was happening while the instrument was being used. The issue was noticed when the jaw of the instrument was not working properly. A backup instrument was used to complete the procedure with no patient harm. Isi followed up with the initial reporter and obtained the following additional information: the instrument was not in a strong grip mode when the issue was identified. There was no abnormality on the instrument. The alignment was not broken off; damage was noted on the distal tip. The instrument was inspected prior to use. The instrument was inspected prior to use and no issues were noted. The issue did not result in a fragment falling into a patient. The customer did not see a pin, it was the whole tip from the black shaft and the metal working end. It was like it was pulled out and stuck. The tip stopped working for the surgeon and then they pulled it out and saw how it was no longer aligned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipoloar instrument involved with this event and the failure analysis testing was completed. The reported complaint was confirmed through the testing. The instrument was found to have the main tube broken. No material was found to be missing. The instrument was also found to have dried residue around the clamping pulley cable groove.